Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-500 lot# j5102sh6i description triathlon-prim tib baseplate usae mold #1434 cat#5531-g-511 lot# j1x52laz description x3 triathlon cs insert #5 11mm cat# 5551-l-350 lot# hc151lay description triathlon-asymmetric patella a35mm(s/I*)x10mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that all of the implants were removed due to infection.